Event description:
Elderly male with history of stemi (st elevation myocardial infaction) and stenting. Procedure: staged pci (percutaneious coronary intervention) and stent due to residual cad (coronary artery disease). The xience skypoint became damaged when put through the guidezilla. It was removed from patient without harm and a new one used. No known harm to patient. Manufacturer response for coronary drug-eluting stent, xience skypoint (per site reporter). Will obtain.